Manufacturer narrative:
The pump was received with high idle currents due to open trace on lcd driver. The unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her daughter's insulin pump alarmed low battery before and after a new battery was installed. Customer also indicated that alarm occurs after batteries have been in pump for three days. Customer does not recall any significant events leading to the error. Troubleshooting was done for this error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.